Manufacturer narrative:
The handpiece will not be returned to the MFR for eval based on this event. If there is a change and the product is returned, then an eval will be conducted and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the handpiece began overheating during an oral surgery. There was no reported pt or user injury, and the case was completed successfully with another device.